Event description:
It is reported that approximately 2 years later of post tibial nail implant, patient returned to surgeon complaining of experiencing recent pain and requesting the implant be removed. Exam revealed the fracture was healed; surgeon removed all hardware on (B)(6) 2013. Procedure was successfully completed. This is report for 5.00mm unknown locking screws x 5. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for unknown 5.0 locking screws x 5. Implant date approximately 2 years prior to explant. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.